Event description:
On (B)(6) 2023 fujifilm corporation was infomred of an event involving fdr go plus e. It was reported that the device had an a10 error code. The system was unable to be moved during a trauma and the emergency switch was not working either. Since "trauma" is unknown, fujifilm is submitting this MDR an an importer with abundance of caution. There was no patient harm or injury reported with the event.